Event description:
A patient receiving IV vancomycin via a syringe pump which was followed by normal saline. When the nurse disconnected the microtubing from the IV tubing, the hub of the microtubing was found to have snapped off and remained lodged in the IV tubing. The staff was able to remove the broken off piece and the IV remained secure. The microtubing and the broken piece were given to the product utilization nurse who notified company.